Event description:
No blood glucose levels reported. The customer reported repeated unexpected restarts by the insulin pump. It was reported that the insulin pump would reset and ask for a rewind and then the insulin pump would restart again. No additional information was provided.

Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to verify a21 error test due to motor error. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker. (B)(4).